Manufacturer narrative:
The event is deemed serious as it required medical/surgical intervention to remove a catheter whose balloon had failed to deflate. If forcibly removed with the balloon fully inflated, this could have resulted in serious harm to the patient. From a clinical perspective, a causal relationship between the catheter and this event is deemed possible. Reported to the FDA on march 1, 2013.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: complaint description: non-deflation in use. The medical professional was trying to remove the foley in operating room, but failed to do so. Later, they put the pt under anesthesia in order to remove the foley. The balloon was not fully deflated upon removal; the balloon was fully deflated after a couple of days. No harm or injury to patient.